Manufacturer narrative:
(B)(4). Date sent: 11/9/2020 d4: batch # u5c65n investigation summary the analysis found that one ec60a device was returned with no apparent damage and with two reloads presents. A gst60w reload (b) was received fully fired. An ecr60b reload (c) was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One video received. Upon visual inspection of one video, the following was observed: the video shows tissue with bleeding. The staple line on tissue could not be observed malformed staple. Based on the photo the event describe of hemostasis intervention is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the reason for conversion to open? The reason for the conversion to open surgery was massive hemorrhage, which could not be stopped by endoscopy, which required open treatment. Was the device difficult to close? The device is closed normally. Please provide details of tissue quality/thickness. Side-to-side jejunojunostomy was cut and sutured. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Did the patient require a transfusion? Intraoperative blood transfusion. What is the current patient status? At present, the patient has been discharged from the hospital. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic pancreaticoduodenectomy, when severing the jejunum with ec60a+ ecr60b, after firing, noted that some staples formed with irregular shapes and anastomotic site was bleeding. Changed to open surgery and use suture to oversew. The patient¿s condition is currently stable, no additional information could be provided.